Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the logs as a low battery event which is a user advisory. The device was put through extensive testing including defib testing, power cycling and bench handling and appears to be working as designed. An internal inspection of the device found no discrepancies. The device was recertifed and returned to the customer. The battery was not returned for evaluation. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.